Event description:
Event description guidant received information that this endotak lead was removed from service due to a shorted lead condition appearing on screen during interrogation. It was noted that the lead had insulation repair in 1996 but rep was unable to tell which portion lead unwent the repair. Patient's device was also removed from service because of unnecessary therapy.